Manufacturer narrative:
(B)(4). The customer reported that the device cannot turn on. No pt involvement was reported. The device was evaluated by a philips field service engineer. The symptom was verified. The therapy pca and the 40-pin processor pca to therapy pca ribbon cable were replaced to resolve the issue. We are considering this a malfunction. We cannot determine the cause, since multiple parts were replaced.

Event description:
The customer reported that the device cannot turn on. No pt involvement was reported.